Manufacturer narrative:
Sc-1200 (sn (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected. Sc-2218-50 (sn (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of pain and greenish discharge from the wound were noted. It was unknown if the infection was device or procedure related. The patient was placed an antibiotics. The patient underwent an explant procedure and was doing well postoperatively. Additional information was received that the devices were returned.

Manufacturer narrative:
Age at time of event: (B)(6). Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 304353/13616339, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of pain and greenish discharge from the wound were noted. It was unknown if the infection was device or procedure related. The patient was placed an antibiotics. The patient underwent an explant procedure and was doing well postoperatively.